Event description:
It was reported that during an unknown procedure, the manual release did not work. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.